Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered issues with placing the instrument arm drapes on the patient side manipulator 3 (psm3). The sterile adapter would not stay installed. The procedure was completed with no reported injury.